Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 26feb2021.

Event description:
It was reported that the ventilator had a machine pressure sensor automatic zero failure. There was no patient involvement. The service engineer (se) inspected the device. The se replaced gas delivery system (gds) to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.